Event description:
It was reported that the patient had gone to the emergency room with a site infection. The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 4 and 24 hours. The patient describes the site as hot, painful, and swollen. Symptoms reported include nausea. The patient was treated with prescribed antibiotics. The patient was prescribed ceflesen 500 2x a day then a over the counter ibuprofen 1000 mg sos. The doctor also advised to monitor there blood glucose levels. The patient was released the same day. The pod was being worn when seeking medical attention.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6  per iso11135  and eo residual levels in compliance with iso10993. Each lot  is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.